Manufacturer narrative:
Analysis of programming history.

Event description:
The patient's programming history was reviewed on (B)(4) 2012 and it was observed that on (B)(6) 2006, a faulted system diagnostic test was performed after the last interrogation, which changed the patient's settings. The patient's output current and magnet output current were adjusted on the (B)(6) 2007 visit, but the off time was still at 60 minutes. The patient's off time was adjusted on the (B)(6) 2007 visit.